Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that four clips did not fully advance into the jaw causing pear shaped clips after that the remaining five clips were properly fed and formed. The orange indicator did not show up as intended; please note the indicator wheel failure is not related to the reported event. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the device didn't close correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.